Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose after changing pump supplies before sleep while using a cd infusion set, with a slightly red abdominal site and a history of recent surgery and concurrent medications; after troubleshooting, the event was attributed to a likely suboptimal infusion site, and a site change was advised and performed with subsequent stabilization of glucose. Symptoms included hyperglycemia. Outcomes included recovery without hospitalization and arrangement of additional training for infusion-site selection and insertion technique. Investigation included customer follow-up and troubleshooting. Investigation of this case revealed that infusion-site performance was suspected to be inadequate, with no device alarms beyond routine ilet notifications and no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with probable contribution from infusion-site issues and user technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.